Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medp cabinet become stuck in maintenance mode followed an upgrade to version 1.11. The customer indicated that the cabinet repeatedly entered maintenance mode after the upgrade. Additionally, no patient profiles were visible on the system. The user attempted to use temporary admit retrieving medications; however, the system subsequently logged them out and returned to maintenance mode again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue resolved itself after a reboot on system, and no further investigation was required for this device. The system functioned as intended after the issue was resolved.